Event description:
Caller states customer was acting as though she were going to pass out after testing 132 mg/dl on the advantage system using comfort curve test strips. Caller contacted emergency medical technicians (emts) and customer tested 20 mg/dl on professional device 30 minutes after obtaining the advantage result. Customer received unspecified medical treatment from the emts; low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.

Event description:
Caller states the patient tested 0.9 inr on one coaguchek xs system 1 and 1.7 inr on coaguchek xs system 2. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. (B)(4).